Event description:
The patient reported that yesterday she was in the emergency room at (B)(6) to have her bandage replaced due to bleeding. The tape holding the incision site had also fallen off. She stated that she had a difficult day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).